Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: sesr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and rising impedance on the right ventricular (rv) lead. The lead was capped, partially explanted, and not replaced as the physician chose to use the other epicardial lead. No patient complications have been reported as a result of this event.